Event description:
It was reported that "the insertion process went smooth; however, before connecting to the pump, blood was found flowing out at the intra-aortic balloon (iab). The doctor suspected a leak in the central lumen or balloon. As a result, it was replaced with a new iab catheter and the problem was solved." There were no reported patient complications as a result of this occurrence. In 2007 update: the incident happened immediately after insertion and before the iab was connected to the pump.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.